Event description:
Hill-rom received a report from a hill-rom tech stating the head of bed would self-run when the bed was plugged in. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the right side caregiver controls were not working. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2011 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the right caregiver control board and the issue was resolved. Based on this info, no further action is required.